Event description:
It was reported during a hernia repair (incarcerated) while using an ems stapler the device jammed. There was no consequence to the pt. 10/02/97. The rep reports a new ems stapler was pulled to complete the case.